Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on july 16, 2024.

Manufacturer narrative:
This report is submitted on october 6, 2023.

Event description:
Per the clinic, the patient experienced a performance decrement with device use due to multiple open and short circuits electrode. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023. The patient was reimplanted with a new cochlear device during the same surgery. This report is submitted on march 05, 2024.